Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d, c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
3004753838-2025-303465 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.